Manufacturer narrative:
Additional information was added to h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the port of an unspecified quantity of all-in-one 2000ml eva (ethyl vinyl acetate) containers disconnected from the bag which resulted in a fluid leak. This issue occurred when the nurse went to pull the administration port off the bag to connect the tubing and resulted in the entire port coming out and the contents of the bag spilling out. This event occurred prior to patient use. There was no patient involvement. No additional information is available.